Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) was emitting tones. Guidant received subsequent information that the elective replacement indicator (eri) was displayed due to a charge time of 24.6 seconds. The device has been implanted 36 months. The device was subsequently explanted.